Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump declared multiple temperature alarms and the pump was hot to touch while charging. The pump was not exposed to abnormal temperature conditions. Reportedly, the alarms repeated while the pump was charging. Additionally, the pump could not be charged despite the attempt of multiple usb cables, wall adapters and power sources. Customer's blood glucose level ranged from 100-150 mg/dl. Reportedly the customer continued to use the pump and an alternate pump for insulin therapy.